Event description:
"E" was initially received via regulatory authority (FDA division director, reference number: mw5034031) on 04-mar-2014. The most recent information was received on 12-oct-2018. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. 3 further ae case reports have been received to date in relation to batch no. 946767, but none of them refer to similar types of lack of efficacy events. 9 further ae case reports have been received to date in relation to batch no. A20063, but none of them refer to similar types of lack of efficacy events. No batch signal could be identified. No complaint sample was provided for further investigation. The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("they could not find the right coil") in a (B)(6) female patient (gravida 5, para 3) who had essure (batch no. A20063 / 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included delivery on (B)(6) 2012, postpartum state in 2012, multigravida, parity 3 and miscarriage. Concomitant products included oxycocet (percocet) since (B)(6) 2012 for analgesia and norethisterone (micronor) for contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pain ("continuous pain"). The patient's last menstrual period was in (B)(6) 2013 and estimated date of delivery was (B)(6) 2014. The patient had essure in place during the first, second and third trimesters of pregnancy. Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pregnancy with contraceptive device and pain outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for pain with essure. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. 3 further ae case reports have been received to date in relation to batch no. 946767, but none of them refer to similar types of lack of efficacy events. 9 further ae case reports have been received to date in relation to batch no. A20063, but none of them refer to similar types of lack of efficacy events. No batch signal could be identified. No complaint sample was provided for further investigation. The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 12-oct-2018: legal complaint received: reporter information updated, lawyer added and essure indication added, case became legal and updated to incident category. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they could not find the right coil/migration') and pregnancy with contraceptive device ('pregnant') in a 36-year-old female patient who had essure (batch no. A20063 / 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included delivery on (B)(6) 2012, postpartum state in 2012, multigravida, parity 3 and miscarriage. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2012 for analgesia and norethisterone (micronor) for contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("continuous pain/pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, dyspareunia, abdominal pain, menorrhagia and psychological trauma outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period was in (B)(6) 2013 and estimated date of delivery was (B)(6) 2014. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered abdominal pain, device dislocation, dyspareunia, menorrhagia, pregnancy with contraceptive device and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. 3 further ae case reports have been received to date in relation to batch no. 946767, but none of them refer to similar types of lack of efficacy events. 9 further ae case reports have been received to date in relation to batch no. A20063, but none of them refer to similar types of lack of efficacy events. No batch signal could be identified. No complaint sample was provided for further investigation. The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. New events: dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, bleeding, bleeding menorrhagia (heavy menstrual bleeding) and psych injury were added. Plaintiff's information updated. Lab data added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.